Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for suspect articulating arm. No parts have been received by manufacturer for analysis. No parts were replaced. No further issues have been reported.

Event description:
A medtronic representative reported a site navigation system articulating arm that would not tighten properly. The lower joint of the articulating arm, closer to the mayfield, does not fully tighten. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.